Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the pump hit the side of a post and the touchscreen became cracked and unreadable due to half of the screen becoming black. Customer¿s blood glucose level was 165 mg/dl. The pump was replaced to address the issue.